Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the helix bent.

Event description:
It was reported that the right ventricular (rv) lead tip was tested before the implant, manipulation was difficult, several rotations were necessary to extract/retract the tip, and the tip would not retract completely. It was noted that the rv tip axis was unstable, and appeared to be inclined more than usual. The rv lead was not used, and was exchanged for another of the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.